Event description:
The customer reported to olympus that the small tip from the top of the bronchofibervideoscope was broken off, exposing a "sharp surface." The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, damage to the distal end, creating a sharp surface, was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the damage to the distal end. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the ultrasound probe was damaged. The up angle was not to specification. The distal end adhesive was lifting. There was flooding from the distal end. The fiber image presented signs of fluid staining and was distorted. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
Correction to d8 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the small tip from the top of the scope has broken off, exposing a "sharp surface" could not be identified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.